Manufacturer narrative:
Philips investigated this complaint. Analysis of the system logs could not confirm any malfunction with the system. A philips field service engineer (fse) inspected the system on-site and confirmed the reported event. During troubleshooting fse found that system could not communicate with picture archiving and communication system (pacs) or worklist. During troubleshooting, fse diagnosed that there was issue with internal firewall. Fse replaced firewall and system was able to connect to pacs and worklist. After replacing the system¿s firewall, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to power on. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.